Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number: 5161793 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2352-70 serial number: (B)(6). Batch/lot number: 7071416 model/catalog description: linear 3-4 lead 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to an unknown reason. The location of the devices is unknown. Postoperatively, the patient was reported to be doing well. No additional information is available at this time.